Manufacturer narrative:
H3: device evaluation: customer report of stenosis was confirmed through observed host tissue overgrowth. Indentations in the as received condition may contribute to regurgitation. As received, indentations were observed on leaflets 2 and 3. The indentations were wider than the typical suture loop indentations and created gaps in the central coaptation region. Sutures holes were visible around the sewing ring. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately ­­3mm on leaflet 3 at the inflow aspect and 4mm on leaflet 1 at the outflow aspect. Wireform was exposed around leaflets 1 and 3 on the inflow aspect. X-ray demonstrated wireform intact. H10: additional manufacturer narrative: updated sections d10, h3, and h6.

Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. A manufacturing related issue was not identified. A definitive root cause could not be determined. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that a 25mm mitral pericardial valve, implanted approximately one (1) years and four (4) months, was explanted due to mitral stenosis and regurgitation secondary to restricted leaflet mobility. The device was originally implanted for mitral valve replacement to correct mitral regurgitation. The device was explanted and replaced with a non-edwards mechanical valve. The device was returned for evaluation. Upon the valve explant, the stent post(s) was being caught on the tissue of the left ventricle and leaflet mobility was restricted by the host tissue growth. The doctor commented this event was definitely caused by technical failure at implant. There was no allegation of device malfunction.